Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data confirmed the power consumption is increasing and device replacement was recommended. At this time, the pacemaker remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. Review of device data confirmed the power consumption is increasing and device replacement was recommended. At this time, the pacemaker remains in service and there have been no adverse patient effects reported. This event will be updated should a revision procedure be performed and/or the pacemaker be returned back for analysis.